Manufacturer narrative:
Updated field(s): serial # device available for eval? Occupation health professional? Initial reporter event site telephone event site email type of investigation (2) occupation: pharmaceutical chemist complete initial reporter name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.

Event description:
It was reported that when intra-aortic balloon (iab) deflation tests were performed, dysfunction due to iab rupture was evidenced with absence of adequate deflation and opening of the iab, with exposure of the internal conductor. It was noted that the functional arterial cannulation jacket and vascular guides had been advanced without alterations. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).